Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and identified an emergency stop was activated. The log file analysis showed that power was cut off from the system, confirming the malfunction. The rse instructed the user to deactivate the emergency stop and switch on the mains contractor. After which the system booted up and was returned to use in good working order. Based on the information available, it is understood that user had activated the emergency stop button and there was no malfunction with the azurion system. At the time this complaint was received, philips did not have enough information to exclude the potential for a philips system malfunction, and as such the complaint was reported. Since that time, it was identified that there was no malfunction with the azurion system, and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.